Event description:
The device was returned due to battery depletion, analyzed by the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.